Event description:
Catheter was inserted inflated with co2 and floated under fluoroscopy. The balloon ruptured, and the dr believes that part of the latex tore away and migrated into the lungs. No intervention or pt complications were reported.